Event description:
Newborn was being weighed on the scale and urinated on the tray of the scale. The nurse took her eye and hand off for mere seconds. The baby kicked/pushed the side of the scale tray with his leg which slid him off the scale onto the floor. Sustained a bleed to the brain. The problem identified as it relates to the scale is that the tray is 2 sided only and not 4 sided. Had the scale been 4 sided the baby could not have fallen out of the scale tray.